Manufacturer narrative:
Correction of additional codes found after further review. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for their bladder and were having a problem with their device, were having trouble at nighttime since a couple of weeks ago in 2018. The patient reported that they go to bed at 9 pm and had to get up at 12 am to go to the bathroom. The patient reported they also had to go at 2 am, 3 am, and the closer it got to the morning the closer they had to go to the bathroom, it got to going every 45 minutes. At first the patient stated they had not done any adjustments, but later stated they increased to 3.2v on program 1 the night before and had a lot of spasms going down their leg. The patient reported then putting it down to 3.0v and they could still feel it a little bit in their leg but not like it was, they felt stimulation on their buttock going down their knee but were comfortable with it. The patient could feel it now sitting and doing nothing, but if they moved around they would not feel it. It was reviewed that the patient should not go higher than they could tolerate. The patient was redirected to their healthcare provider to discuss a program change. No further complications were reported.